Event description:
It was reported that a clinical study patient had a suicide attempt and was being brought to the hospital. Patient took an overdose of blood pressure medication approximately 20 pills. The patient was seen in the emergency room and not admitted but released the same day. No other relevant information has been received to date.

Event description:
Additional information received noting that the suicide attempt is not vns related but related to the patient's condition. The patient underwent observation only.

Manufacturer narrative:
G2 report source , corrected data: initial report inadvertently did not select 'study'.